Event description:
The male pt received a 2.5x33mm cypher stent in the mid left anterior descending (lad) in 2003. Info obtained from the 3 yr follow-up indicated that pt died. Date and cause of death was unk.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within 30 days upon receipt.